Manufacturer narrative:
A product development investigation was performed on the returned device (synframe ring clamp, part #: 387.347, lot #: 3340495). The returned synframe ring clamp was returned completely disassembled. The cap nut threads are worn, but the cap nut will still attach to the threaded shaft. The outer clamp jaw (with threads) has worn and stripped threads which will not engage with the threaded shaft. The threaded shaft has wear to the threads, which impacts the ability to engage with the outer clamp jaw. All of the clamp jaws show signs of surface wear which does not impact functionality. The device was not able to be re-assembled. A visual inspection, drawing review and device history record (DHR) review were performed as part of this investigation. The complaint is confirmed. Replication of the complaint condition is not applicable as the device is already worn. Use of the synframe ring clamp is outlined in the synframe access and retractor system assembly guide. The following drawings were reviewed during investigation: clamp for holding ring, clamp jaw r6-outer. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed. No definitive root cause was able to be determined. The failure likely occurred due to cumulative wear from use. There were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: february 01, 2010. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the synframe ring clamp is broken; it has come apart in several pieces. No case or patient involvement was reported. This is report 1 of 1 for com-(B)(4).